Manufacturer narrative:
This MDR is associated to the MDR 1000165971 - 2015 - 00494.

Event description:
Reportedly, on (B)(6) 2015 the patient was assisted at home by the urgent care due to numerous delivered shocks (x12). The patient was hospitalized on the same day due to the shocks - the patient had no chest pain, palpitations or syncope. During the follow-up performed on (B)(6) 2015, it was noticed that the lead impedances and coil impedances were <200 ohms. In the "shock lead integrity trend" it was possible to see a marked decrease in the right ventricular coil impedance on (B)(6) 2015 and also a marked decrease on the supra ventricular coil impedance on (B)(6) 2015. The first episode of oversensing saved was (B)(6) 2015. The episode was classified as vf but no therapy was applied. All therapies were turned off and the patient stayed hospitalized and monitored until the re-intervention. The re-intervention was on (B)(6) 2015. The ICD was explanted and will be returned for analysis. The sorin isoline ICD lead remained implanted but electrically inactive (a complaint was also opened for the lead). A subcutaneous ICD was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, on (B)(6) 2015 the patient was assisted at home by the urgent care due to numerous delivered shocks (x12). The patient was hospitalized on the same day due to the shocks - the patient had no chest pain, palpitations or syncope. During the follow-up performed on (B)(6) 2015, it was noticed that the lead impedances and coil impedances were <200 ohms. In the "shock lead integrity trend" it was possible to see a marked decrease in the right ventricular coil impedance on (B)(6) 2015 and also a marked decrease on the supra ventricular coil impedance on (B)(6) 2015. The first episode of oversensing saved was on (B)(6) 2015. The episode was classified as vf but no therapy was applied. All therapies were turned off and the patient stayed hospitalized and monitored until the re-intervention. The re-intervention was on (B)(6) 2015. The ICD was explanted and will be returned for analysis. The sorin isoline ICD lead remained implanted but electrically inactive (a complaint was also opened for the lead). A subcutaneous ICD was implanted.

Event description:
Reportedly, on (B)(6) 2015, the patient was assisted at home by the urgent care due to numerous delivered shocks (x12). The patient was hospitalized on the same day due to the shocks - the patient had no chest pain, palpitations or syncope. During the follow-up performed on (B)(6) 2015, it was noticed that the lead impedances and coil impedances were <200 ohms. In the "shock lead integrity trend" it was possible to see a marked decrease in the right ventricular coil impedance on (B)(6) 2015 and also a marked decrease on the supra ventricular coil impedance on (B)(6) 2015. The first episode of oversensing saved was on (B)(6) 2015. The episode was classified as vf but no therapy was applied. All therapies were turned off and the patient stayed hospitalized and monitored until the re-intervention. The re-intervention was on (B)(6) 2015. The ICD was explanted and will be returned for analysis. The sorin isoline ICD lead remained implanted but electrically inactive (a complaint was also opened for the lead). A subcutaneous ICD was implanted.